Event description:
It was reported that the patient expired one day post implant due to suspected tamponade. It was also noted that the patient had a septal alcoholization procedure one day prior to implant.